Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman double curve truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. When the sizing marker band on the was deployed to the optimum position, the device was released successfully. Post implantation of the closure device, an elongated thrombus measuring 0.5mm x 4 cm was found on the pigtail catheter and was. Echocardiography was performed, and no suspected thrombus could clearly be identified. The patient had no neurological symptoms. The patient was in stable condition and was discharged at the beginning of the following week.